Event description:
Boston scientific received information that the patient implanted with this pacemaker exhibited upper rate pacing with blended sensor on while connected to a monitor following a procedure. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. The minute ventilation was programmed off and will be programmed back on following one more scheduled procedure. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.